Event description:
Information was received from a patient representative regarding a patient receiving unknown baclofen and unknown drug via an implantable pump. The indications for use was intractable spasticity. It was reported that the patient had their pump refilled last week, but 'everything seems to be normal, but the last 4-5 days, it keeps beeping.' The patient representative (caller) stated 'last week,' then stated 'I think it was either wednesday or thursday of last week that it started beeping, and we called and they said, yeah, we'll move this appointment up or whatever. They said it must've been lower that they thought or there was a scheduling error. But, wednesday when we first noticed the beeping but I don't know if it beeped before then.' The caller stated that the healthcare provider "didn't say anything about the single beep starting again after the refill on the pump logs. I think it was friday when we went in and they told me to call the manufacturer, but he didn't have anything at this point. Their measuring device only recorded the last alarm just before the refill but didn't record a new pump alarm starting after the refill.' When the manufacturer's patient services specialist (pss) inquired about pump medication, caller stated it's 'a blend, mostly baclofen, and some other set of sedative ish type things. I can't remember. I just go to the doctor's office, and they refill it. ' pss reviewed that the pump alarm likely needed to be manually silenced due to a clinician programmer software issue and redirected the caller to healthcare provider, and provided the patient with the technical services number for their healthcare provider office to reach out to. The issue was not resolved through troubleshooting. The caller was redirected to the patient's healthcare provider to further address the issue. Pss also emailed the field for visibility. The caller called back and stated that they tried called technical services but got back to patient services. The hcp's office asked if a manufacturer representative (rep) could help them with this. Pss resent an email the field, and the field stated that they would follow up with the patient and clinic. 2024-04-08 e1 (rep, hcp): additional information received from the healthcare provider (hcp) via a manufacturer representative (rep) indicated that the alarm was silenced and there were no further problems. The alarm was resolved. The software version of the synchromed application was unknown, but it was known to be "up to date and current". Additional information was received from a company representative (rep) reporting that the patient missed their refill appointment and it was confirmed to be a low reservoir alarm. It was reported that the alarm resolved after the pump was updated a second time. It was reported that the issue did not occur after a recent update to the synchromed software version.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.